Event description:
It was reported that the patient experienced system infection on an unknown date at a different clinic. On (B)(6) 2018, the patient presented in clinic for follow up. Echo imaging was performed and revealed the patient experienced system infection. On (B)(6) 2018, the system was explanted and the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.